Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump had multiple issues: the screen was hard to read, new batteries get rejected, and no delivery alarms occur while priming. The customer's blood glucose has also been running on the high side for the past three weeks. The patient's blood glucose ran between 400 mg/dl and 500 mg/dl, which he treated with insulin pump therapy. Troubleshooting for high blood glucose was declined but the physical damage to the pump was reviewed. The customer stated that the lcd screen is blurred and has a shadowy blue tint to it. The customer can read the screen but the blurriness has been an issue for over a month. He believes that the screen damage was caused by normal wear and tear. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.